Manufacturer narrative:
Qn#: (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product met release specifications. The actual sample was not returned for evaluation; therefore, a representative sample was chosen from current production at the manufacturing facility. A visual exam was performed on the representative sample and no issues were observed. Ring gauge testing, along with plug gauge testing, was also conducted on the sample from production and no abnormalities were found. Because the actual sample was not returned for evaluation, the complaint could not be confirmed and a root cause was not established. There were no issues found with the sample taken from current production at the manufacturing facility.

Event description:
Customer complaint alleges "cuff would not inflate properly (see MDR 8040412-2017-00162). Connector did not stay seated properly." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges "cuff would not inflate properly (see MDR 8040412-2017-00162). Connector did not stay seated properly." The alleged malfunction was reported as during pre-testing, prior to use on patient. There was no report of patient harm or consequence.